Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported she experienced high blood glucose of 513 mg/dl. The customer also stated that she was unable to calibrate and received a calibration error. She treated with the insulin pump. The customer was advised to monitor her blood glucose and calibrate the sensor when she is stable.